Event description:
Revision surgery - due to the patient experiencing pain and discomfort in their shoulder. The surgeon decided to perform a semi-constrained insert to bring stability.

Manufacturer narrative:
The reason for this revision surgery was to alleviate pain and discomfort to the patient after 1.5 months of patient product use. No information was reported with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed a total of (B)(4) complaints have been submitted against this part number. This is this (B)(4) complaint against lot number 855c1277; one for a dislocation and this complaint for pain and discomfort. There have been previous complaints of a similar nature against this part number with total of five for pain. Information was not provided that definitively identified the type of pain, magnitude or its source/root cause. Several factors unrelated to the implant that can play a role in pain and discomfort; such as loose joint from degenerative tissue and improper implant selection. There is no reported information that indicates a material, design, or manufacturing problem with this product.